Manufacturer narrative:
Product analysis: analysis confirmed customer comment of a generated error, the device failed incoming functional testing. Realigned the main printed circuit board (pcb) device had the reported error. The main pcb is out of specification in an electrical manner. Also, capacitor c277 on the main pcb was damaged, the lower case was broken, the hanger assembly was broken, the display wires were pinched with the red wire exposed, the keypad was damaged, the main seal was damaged and the four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.